Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other implanted clips are filed under separate medwatch reports.

Event description:
This is filed for single leaflet device attachment. Clip delivery system (cds-80127u146). It was reported that on (B)(6) 2018, the patient, with grade 4 mixed mitral regurgitation and tethered leaflets underwent a mitraclip procedure. The first clip was successfully implanted. The second cds (80127u146) advanced. Some difficulty was noted attaching the clip to the leaflets due to the tethered leaflets. Leaflet insertion assessment was performed, and it was felt that both leaflets were well inserted and the clip was deployed. Immediately after clip deployment, it was noted that the clip had detached from the anterior leaflet, remaining attached to the posterior leaflet. A third cds (80103u146) was then advanced and the clip placed on the leaflets. The same issue occurred as with the previous clip; however, this clip immediately detached from the posterior leaflet, remaining attached to the anterior leaflet. A fourth cds (71027u265) was advanced and placed on the leaflets. The same issue occurred with the clip remaining attached only to the anterior leaflet. Tissue damage was noted, which was possibly due to the difficulty grasping. Echo was reviewed and it was felt that the 3rd and 4th clips had never been fully attached to both leaflets. The physician felt that during leaflet insertion assessment, he was actually seeing the first implanted clip and not the clip pending deployment. Visualization was difficult due to patient anatomy and the echosonographer. No additional intervention was performed. Mr remained unchanged at grade 4+. No additional information was provided.

Manufacturer narrative:
(B)(4), failure to follow steps/instructions. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip instructions for use (IFU) instructs the user to rotate the delivery catheter (dc) handle to align the clip arms perpendicular to the line of coaptation. All available information was investigated and the reported failure to adhere/bond (difficult grasping) appears to be due to the challenging patient anatomy (tethered leaflets) and user technique; however, the reported single leaflet device attachment (slda) appears to be primarily due to the user error of not confirming if the clip arms were perpendicular to the line of coaptation. Additionally, patient morphology/pathology of tethered leaflets may have also contributed to the reported slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.